Event description:
Rptr alleged obtaining a discrepant blood glucose result of 170 mg/dl on the advantage system compared back to back with a result of 93 mg/dl on the professional system when testing was performed within 10 mins. Rptr indicated that he took his normal 5 mg of glipizide about two hours prior to the tests. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.